Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# h822129908, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving morphine (concentration 50 mg/ml, dose ~15mg/day), clonidine, and bupivacaine (unknown dose and concentration) via an implantable pump. The event date was unknown. During a refill on an unknown date, more than expected drug was aspirated, a catheter dye study was done on an unknown date and was successful. It was unknown as to whether the patient had any symptoms related to the event. The elective replacement indicator was 21m. It was unknown as to what factors may have led or contributed to the issue. The patient was scheduled for revision/replacement surgery on this report date, the catheter was unable to be aspirated; fluid was unable to be pushed through the catheter. The doctor cut and dissected the catheter, and attempted to push fluid through the catheter in open air once explanted in attempt to find the cause of the lack of flow, the doctor noticed a dark spot near the tip of the catheter, and upon dissection of that segment found a dark substance there. The pump and catheter were explanted on this report date and replaced. The explanted pump and catheter would be returned to the manufacturer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported the pump and catheter will be placed in the mail tomorrow ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter on (B)(6) 2017 revealed an event related dark residue occlusion in the dispensing holes of the catheter body. As per the pump¿s log, the following medications were being administered via a flex infusion mode as of (B)(6) 2017: morphine with concentration 50.0 mg/ml at a dose rate of 13.274 mg/day, bupivacaine with concentration 15.0 mg/ml at a dose rate of 3.982 mg/day, and clonidine with concentration 200.0 mcg/ml at a dose rate of 53.09 mcg/day. Update/correction: (B)(4) was added regarding the previously reported more than expected drug was aspirated during a refill on an unknown date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-11 reported the pump and catheter were in the rep's possession and will be returned. They will be sent back once a return mailer kit is received. No further complications were rep orted/anticipated.